Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the tip of the ri robotic drill attachment was broken. As this was noticed upon preventative maintenance activities, there was not patient involvement. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since there was not patient involvement; and therefore, there was no injury. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the ri robotic drill attachment was broken. As this was noticed upon preventative maintenance activities, there was not patient involvement.